Event description:
Philips received a complaint about the efficia dfm100 device indicating an ECG failure. The rse evaluated the device remotely and determined that there was an ECG failure. Consequently, the cardiac conductance cable was replaced, and the device was returned to good condition. The device remains at the customer site, and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Phone number: (B)(6).